Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was successfully deployed on the medial side of a2/p2, reducing mr to a grade of 2. To further reduce mr, an ntr clip was inserted. Grasping was attempted medially of the implanted clip, but grasping was difficult as the physician had a difficult time verifying leaflet insertion. The clip was positioned more medial, but at this time, it was noticed that mr had returned to a grade of 4. It was then noticed that tissue damage occurred on the posterior leaflet and was determined to be caused by the multiple grasping attempts of the second clip. The clip was removed and an xtw clip was inserted and attempted to be placed laterally of the implanted clip. The leaflets were grasped without issues, but mr was unable to be reduced. The physician decided to remove the clip and discontinue the procedure. Mr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, the reported leaflet grasping failure and tissue damage appear to be due to procedural conditions. The unchanged mitral regurgitation appears to be a result of the tissue damage. The reported patient effects of tissue damage and unchanged mitral regurgitation are listed in the mitraclip instructions for use, and are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.